Event description:
It was reported that the patient's entire system became infected and were removed. Subsequent information received reported that the location of the infection was at the battery site. It was unknown whether a culture was obtained. The patient was on antibiotics and was feeling much better. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).